Event description:
The patient reported she has had an increase in grand mal seizures with 4 in june and at least one in the last 2 weeks. Her normal pattern is one grand mal seizure every 5 years. Patient also reported that the vns is doing extreme damage and she feels the vibrations throughout her body. No other relevant information has been received to date.

Event description:
Patient experienced an increase in seizures. No other relevant information has been received to date.